Event description:
Two days post insertion of valve, the pt experienced somnolence. Placement for the valve was confirmed by the physician. The physician removed the valve and observed that the peritoneal catheter slots were not correctly opened. Physician believes this was an unwanted effect caused by the peritoneal catheter.